Event description:
Heating pad was returned to retailer. No injury or property damages was reported with this incident.

Manufacturer narrative:
This pad was severely bunched/folded. Bunching/folding is abuse of the product, and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product. See scanned page.